Event description:
Complainant alleged that during training by the facility staff, the device powered up to a "paddle fault" error message. In addition, when the device was in defib mode, the unit would not charge with the paddles or with the multi-function cable. There was no pt involvement in the reported malfunction. The complainant indicated that subsequent to the event, facility's biomedical engineering dept determined that the malfunction was as a result of a faulty system printed circuit board assembly.